Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and pain ("pains from waist to knees / physical pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Concurrent conditions included obesity. In 2010, the patient experienced uterine haemorrhage ("uterine bleeding"), breast tenderness ("breast tenderness"), mood swings ("psychological or psychiatric problems- mood swings"), depression ("psychological or psychiatric problems- depression") and anxiety ("psychological or psychiatric problems- anxiety"). In (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), contusion ("skin condition brushing") and migraine ("migraines"). In 2012, the patient experienced vision blurred ("blurry vision") and visual impairment ("white spots"). In 2013, the patient experienced tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)-uti") and nausea ("nausea"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("hip pain") and back pain ("lower back pain"). On an unknown date, the patient experienced pain (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding(vaginal)/ vaginal bleeding"), menorrhagia ("abnormal bleeding(menorrhagia)"), headache ("headaches") and weight increased ("weight gain"). The patient was treated with surgery (she had total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, tooth disorder, dysmenorrhoea, dyspareunia, uterine haemorrhage, fatigue, contusion, breast tenderness, urinary tract infection, migraine, headache, nausea, mood swings, depression, anxiety, arthralgia, back pain, vision blurred, visual impairment and weight increased outcome was unknown. The reporter considered anxiety, arthralgia, back pain, breast tenderness, contusion, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, nausea, pain, pelvic pain, tooth disorder, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. On an unspecified date, she had spinal tap done. Most recent follow-up information incorporated above includes: on 27-feb-2018: reporters added and updated patient demographics. Concomitant disease were added. Updated suspect drug indication. Added events abnormal bleeding(vaginal/menorrhagia),apareunia (inability to have sexual intercourse), dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hormonal changes, infection (bladder/urinary tract/vaginal)-uti, migraines / headaches, nausea, pain, psychological or psychiatric problems- mood swings, depression, anxiety, rashes or skin conditions- bruising, vision/eye problems- blurry vision, white spots, glasses, weight gain/loss-gain. Updated events and onset date. On (B)(6) 2014, she explanted essure. On 27-feb-2018: reporters added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pelvis/ severe pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous and ovarian surgery. On an unspecified date, she had spinal tap done. Concurrent conditions included obesity, constipation, anemia and endometriosis. Concomitant products included clarithromycin (macrobid), docusate sodium, ferrous sulfate, hydrocodone since (B)(6) 2014, ibuprofen since (B)(6) 2014, iron since 2011, oxycodone since 2014, paracetamol (acetaminophen) since (B)(6) 2014 and propofol (anesthesia s/I 60). In 2010, the patient experienced uterine haemorrhage ("uterine bleeding/prolonged uterine bleeding"). In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)/ vaginal bleeding/prolonged vaginal bleeding"), menorrhagia ("abnormal bleeding(menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), mood swings ("psychological or psychiatric problems- mood swings"), depression ("psychological or psychiatric problems- depression"), anxiety ("psychological or psychiatric problems- anxiety"), arthralgia ("hip pain"), back pain ("lower back pain/ shooting down my leg") and abdominal pain ("abdomen pain"). In (B)(6) 2010, the patient experienced breast tenderness ("breast tenderness"). In 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), contusion ("skin condition brushing/bruising"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). In 2012, the patient experienced vision blurred ("blurry vision") and visual impairment ("white spots"). In 2013, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal)-uti/frequent utis") and nausea ("nausea"). On an unknown date, the patient experienced procedural haemorrhage ("600 ml blood loss during surgery"), pain ("pains from waist to knees / physical pain"), laziness ("does anyone suffer from laziness"), somnolence ("I just feel soo sleepy"), restlessness ("been restless at night too"), rectal haemorrhage ("I started bleedingfrom my rectum out of nowhere"), gait disturbance ("I could hardly walk"), chest pain ("chest pain"), tooth loss ("teeth issues/ one on top fell out") and tooth fracture ("dental problems/ teeth issues/ one on bottom chipped") and was found to have quality of life decreased ("lost the quality of life for over 3.5 years"). The patient was treated with glasses, surgery (she had total hysterectomy, bilateral salpingectomy/lavh) and transfused 2 units of packed red blood cells intraoperatively. Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, pain, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, dyspareunia, uterine haemorrhage, fatigue, contusion, breast tenderness, urinary tract infection, migraine, nausea, mood swings, depression, anxiety, arthralgia, back pain and abdominal pain had resolved, the procedural haemorrhage, menorrhagia, headache, vision blurred, visual impairment, laziness, somnolence, restlessness, rectal haemorrhage, gait disturbance, tooth loss and tooth fracture outcome was unknown and the weight increased was resolving. The reporter considered abdominal pain, anxiety, arthralgia, back pain, breast tenderness, chest pain, contusion, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gait disturbance, headache, laziness, menorrhagia, migraine, mood swings, nausea, pain, pelvic pain, procedural haemorrhage, quality of life decreased, rectal haemorrhage, restlessness, somnolence, tooth fracture, tooth loss, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: current weight 160 ibs. On (B)(6) 2014 and (B)(6) 2014 total hysterectomy, bilateral salpingectomy was done. (Discrepancy in date). Her family suffered by watching her in unbearable pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Pathology test - on (B)(6) 2014: cervix- nabothian cysts and mild chronic endocervicitis. Endometrium- proliferative phase endometrium. Myometrium- no significant diagnostic abnormality. Right fallopian tube- no significant diagnostic abnormality. Left fallopian tube- benign simple paratubal cyst. Ultrasound pelvis - on (B)(6) 2014: normal pelvic ultrasound. Concerning the injuries reported in this case, the following ones were reported via social media: does anyone suffer from laziness, I just feel soo sleepy , been restless at night too. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : menorrhagia, pelvic pain, dysmenorrhea, abdominal pain, urinary tract infection, dyspareunia, tooth loss, tooth fracture. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received. Reporter's information were added. Event added: one on top fell out. Event tooth disorder was updated to one on bottom chipped based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pelvis/ severe pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous and ovarian surgery. On an unspecified date, she had spinal tap done. Concurrent conditions included obesity, constipation, anemia and endometriosis. Concomitant products included clarithromycin (macrobid), docusate sodium, ferrous sulfate, hydrocodone since (B)(6) 2014, ibuprofen since (B)(6) 2014, iron since 2011, oxycodone since 2014, paracetamol (acetaminophen) since (B)(6) 2014 and propofol (anesthesia s/I 60). In (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced uterine haemorrhage ("uterine bleeding/prolonged uterine bleeding"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)/ vaginal bleeding/prolonged vaginal bleeding"), menorrhagia ("abnormal bleeding(menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), mood swings ("psychological or psychiatric problems- mood swings"), depression ("psychological or psychiatric problems- depression"), anxiety ("psychological or psychiatric problems- anxiety"), arthralgia ("hip pain"), back pain ("lower back pain/ shooting down my leg") and abdominal pain ("abdomen pain"). In november 2010, the patient experienced breast tenderness ("breast tenderness"). In 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), contusion ("skin condition brushing/bruising"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). In 2012, the patient experienced vision blurred ("blurry vision") and visual impairment ("white spots"). In 2013, the patient experienced tooth disorder ("dental problems"), urinary tract infection ("infection (bladder/urinary tract/vaginal)-uti/frequent utis") and nausea ("nausea"). On an unknown date, the patient experienced procedural haemorrhage ("600 ml blood loss during surgery"), pain ("pains from waist to knees / physical pain"), laziness ("does anyone suffer from laziness"), somnolence ("I just feel soo sleepy"), restlessness ("been restless at night too"), rectal haemorrhage ("I started bleedingfrom my rectum out of nowhere"), gait disturbance ("I could hardly walk") and chest pain ("chest pain") and was found to have quality of life decreased ("lost the quality of life for over 3.5 years"). The patient was treated with glasses, surgery (she had total hysterectomy, bilateral salpingectomy/lavh) and transfused 2 units of packed red blood cells intraoperatively. Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, pain, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, dyspareunia, uterine haemorrhage, fatigue, contusion, breast tenderness, urinary tract infection, migraine, nausea, mood swings, depression, anxiety, arthralgia, back pain and abdominal pain had resolved, the procedural haemorrhage, menorrhagia, tooth disorder, headache, vision blurred, visual impairment, laziness, somnolence, restlessness, rectal haemorrhage and gait disturbance outcome was unknown and the weight increased was resolving. The reporter considered abdominal pain, anxiety, arthralgia, back pain, breast tenderness, chest pain, contusion, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gait disturbance, headache, laziness, menorrhagia, migraine, mood swings, nausea, pain, pelvic pain, procedural haemorrhage, quality of life decreased, rectal haemorrhage, restlessness, somnolence, tooth disorder, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: current weight 160 ibs. On (B)(6) 2014 total hysterectomy, bilateral salpingectomy was done. (Discrepancy in date) her family suffered by watching her in unbearable pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Pathology test - on (B)(6) 2014: cervix- nabothian cysts and mild chronic endocervicitis. Endometrium- proliferative phase endometrium. Myometrium- no significant diagnostic abnormality. Right fallopian tube- no significant diagnostic abnormality. Left fallopian tube- benign simple paratubal cyst. Ultrasound pelvis: on (B)(6) 2014: normal pelvic ultrasound. Concerning the injuries reported in this case, the following ones were reported via social media: does anyone suffer from laziness, I just feel soo sleepy , been restless at night too. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : menorrhagia, pelvic pain, dysmenorrhea, abdominal pain, urinary tract infection, dyspareunia quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and pain ("pains from waist to knees / physical pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Concurrent conditions included obesity. In 2010, the patient experienced uterine haemorrhage ("uterine bleeding"), breast tenderness ("breast tenderness"), mood swings ("psychological or psychiatric problems- mood swings"), depression ("psychological or psychiatric problems- depression") and anxiety ("psychological or psychiatric problems- anxiety"). In (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), contusion ("skin condition brushing") and migraine ("migraines"). In 2012, the patient experienced vision blurred ("blurry vision") and visual impairment ("white spots"). In 2013, the patient experienced tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)-uti") and nausea ("nausea"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("hip pain") and back pain ("lower back pain"). On an unknown date, the patient experienced pain (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding(vaginal)/ vaginal bleeding"), menorrhagia ("abnormal bleeding(menorrhagia)"), headache ("headaches"), weight increased ("weight gain"), laziness ("does anyone suffer from laziness"), somnolence ("I just feel soo sleepy") and restlessness ("been restless at night too"). The patient was treated with surgery (she had total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, tooth disorder, dysmenorrhoea, dyspareunia, uterine haemorrhage, fatigue, contusion, breast tenderness, urinary tract infection, migraine, headache, nausea, mood swings, depression, anxiety, arthralgia, back pain, vision blurred, visual impairment, weight increased, laziness, somnolence and restlessness outcome was unknown. The reporter considered anxiety, arthralgia, back pain, breast tenderness, contusion, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, laziness, menorrhagia, migraine, mood swings, nausea, pain, pelvic pain, restlessness, somnolence, tooth disorder, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. On an unspecified date, she had spinal tap done. Concerning the injuries reported in this case, the following ones were reported via social media: does anyone suffer from laziness, I just feel soo sleepy , been restless at night too. Most recent follow-up information incorporated above includes: on 7-jun-2018: mr and social media content, new event does anyone suffer from laziness, I just feel soo sleepy , been restless at night too were added . Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pelvis"), procedural haemorrhage ("600 ml blood loss during surgery") and pain ("pains from waist to knees / physical pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous and ovarian surgery. On an unspecified date, she had spinal tap done. Concurrent conditions included obesity, constipation, anemia and endometriosis. Concomitant products included clarithromycin (macrobid), docusate sodium, ferrous sulfate, hydrocodone since (B)(6) 2014, ibuprofen since(B)(6) 2014, iron since 2011, oxycodone since 2014, paracetamol (acetaminophen) since (B)(6) 2014 and propofol (anesthesia s/I 60). In 2010, the patient experienced uterine haemorrhage ("uterine bleeding/prolonged uterine bleeding"). In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)/ vaginal bleeding/prolonged vaginal bleeding"), menorrhagia ("abnormal bleeding(menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), mood swings ("psychological or psychiatric problems- mood swings"), depression ("psychological or psychiatric problems- depression"), anxiety ("psychological or psychiatric problems- anxiety"), arthralgia ("hip pain"), back pain ("lower back pain/ shooting down my leg") and abdominal pain ("abdomen pain"). In (B)(6) 2010, the patient experienced breast tenderness ("breast tenderness"). In 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), contusion ("skin condition brushing/bruising"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). In 2012, the patient experienced vision blurred ("blurry vision") and visual impairment ("white spots"). In 2013, the patient experienced tooth disorder ("dental problems"), urinary tract infection ("infection (bladder/urinary tract/vaginal)-uti/frequent utis") and nausea ("nausea"). On an unknown date, the patient experienced procedural haemorrhage (seriousness criterion medically significant), pain (seriousness criterion medically significant), laziness ("does anyone suffer from laziness"), somnolence ("I just feel soo sleepy") and restlessness ("been restless at night too"). The patient was treated with glasses, surgery (she had total hysterectomy, bilateral salpingectomy) and transfused 2 units of packed red blood cells intraoperatively. Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, dyspareunia, uterine haemorrhage, fatigue, contusion, breast tenderness, urinary tract infection, migraine, nausea, mood swings, depression, anxiety, arthralgia, back pain and abdominal pain had resolved and the procedural haemorrhage, pain, menorrhagia, tooth disorder, headache, vision blurred, visual impairment, weight increased, laziness, somnolence and restlessness outcome was unknown. The reporter considered abdominal pain, anxiety, arthralgia, back pain, breast tenderness, contusion, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, laziness, menorrhagia, migraine, mood swings, nausea, pain, pelvic pain, procedural haemorrhage, restlessness, somnolence, tooth disorder, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: current weight 160 ibs. On (B)(6) 2014 total hysterectomy, bilateral salpingectomy was done. (Discrepancy in date). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Pathology test - on (B)(6) 2014: cervix- nabothian cysts and mild chronic endocervicitis. Endometrium- proliferative phase endometrium. Myometrium- no significant diagnostic abnormality. Right fallopian tube- no significant diagnostic abnormality. Left fallopian tube- benign simple paratubal cyst. Ultrasound pelvis - on (B)(6) 2014: normal pelvic ultrasound. Concerning the injuries reported in this case, the following ones were reported via social media: does anyone suffer from laziness, I just feel soo sleepy , been restless at night too. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : menorrhagia, pelvic pain, dysmenorrhea, abdominal pain, urinary tract infection, dyspareunia. Most recent follow-up information incorporated above includes: on 23-apr-2019: pfs and mr received. Reporter information were added and updated. Concomitant drug, medical history and lab data were added. Event verbatim were updated as infection (bladder/urinary tract/vaginal)-uti/frequent utis, pelvic pain/pelvis, skin condition brushing/bruising, lower back pain/ shooting down my leg, prolonged vaginal bleeding, uterine bleeding/prolonged uterine bleeding. Event : abdomen pain and 600 ml blood loss during surgery were added. Outcome of the event apareunia, dysmenorrhea, fatigue, breast tenderness, frequent utis, migraines, nausea, pelvic pain/pelvis, hip pain, lower back pain, mood swings, depression, anxiety, dyspareunia, prolonged vaginal bleeding, prolonged uterine bleeding, bruising were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pelvis/ severe pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous and ovarian surgery. On an unspecified date, she had spinal tap done. Concurrent conditions included obesity, constipation, anemia and endometriosis. Concomitant products included clarithromycin (macrobid), docusate sodium, ferrous sulfate, hydrocodone since (B)(6) 2014, ibuprofen since (B)(6) 2014, iron since 2011, oxycodone since 2014, paracetamol (acetaminophen) since (B)(6) 2014 and propofol (anesthesia s/I 60). In (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced uterine haemorrhage ("uterine bleeding/prolonged uterine bleeding"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)/ vaginal bleeding/prolonged vaginal bleeding"), menorrhagia ("abnormal bleeding(menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), mood swings ("psychological or psychiatric problems- mood swings"), depression ("psychological or psychiatric problems- depression"), anxiety ("psychological or psychiatric problems- anxiety"), arthralgia ("hip pain"), back pain ("lower back pain/ shooting down my leg") and abdominal pain ("abdomen pain"). In (B)(6) 2010, the patient experienced breast tenderness ("breast tenderness"). In 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), contusion ("skin condition brushing/bruising"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). In 2012, the patient experienced vision blurred ("blurry vision") and visual impairment ("white spots"). In 2013, the patient experienced tooth disorder ("dental problems"), urinary tract infection ("infection (bladder/urinary tract/vaginal)-uti/frequent utis") and nausea ("nausea"). On an unknown date, the patient experienced procedural haemorrhage ("600 ml blood loss during surgery"), pain ("pains from waist to knees / physical pain"), laziness ("does anyone suffer from laziness"), somnolence ("I just feel so sleepy"), restlessness ("been restless at night too") and rectal haemorrhage ("I started bleeding from my rectum out of nowhere"). The patient was treated with glasses, surgery (she had total hysterectomy, bilateral salpingectomy) and transfused 2 units of packed red blood cells intraoperatively. Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, dyspareunia, uterine haemorrhage, fatigue, contusion, breast tenderness, urinary tract infection, migraine, nausea, mood swings, depression, anxiety, arthralgia, back pain and abdominal pain had resolved and the procedural haemorrhage, pain, menorrhagia, tooth disorder, headache, vision blurred, visual impairment, weight increased, laziness, somnolence, restlessness and rectal haemorrhage outcome was unknown. The reporter considered abdominal pain, anxiety, arthralgia, back pain, breast tenderness, contusion, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, laziness, menorrhagia, migraine, mood swings, nausea, pain, pelvic pain, procedural haemorrhage, rectal haemorrhage, restlessness, somnolence, tooth disorder, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: current weight 160 ibs. On (B)(6) 2014 and (B)(6) 2014 total hysterectomy, bilateral salpingectomy was done. (Discrepancy in date). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Pathology test - on (B)(6) 2014: cervix- nabothian cysts and mild chronic endocervicitis. Endometrium- proliferative phase endometrium. Myometrium- no significant diagnostic abnormality. Right fallopian tube- no significant diagnostic abnormality. Left fallopian tube- benign simple paratubal cyst. Ultrasound pelvis - on (B)(6) 2014: normal pelvic ultrasound. Concerning the injuries reported in this case, the following ones were reported via social media: does anyone suffer from laziness, I just feel so sleepy , been restless at night too. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : menorrhagia, pelvic pain, dysmenorrhea, abdominal pain, urinary tract infection, dyspareunia. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media case received- new reporter added. Event added- rectal haemorrhage. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pelvis/ severe pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous and ovarian surgery. On an unspecified date, she had spinal tap done. Concurrent conditions included obesity, constipation, anemia and endometriosis. Concomitant products included clarithromycin (macrobid), docusate sodium, ferrous sulfate, hydrocodone since (B)(6) 2014, ibuprofen since (B)(6) 2014, iron since 2011, oxycodone since 2014, paracetamol (acetaminophen) since (B)(6) 2014 and propofol (anesthesia s/I 60). In 2010, the patient experienced uterine haemorrhage ("uterine bleeding/prolonged uterine bleeding"). In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)/ vaginal bleeding/prolonged vaginal bleeding"), menorrhagia ("abnormal bleeding(menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), mood swings ("psychological or psychiatric problems- mood swings"), depression ("psychological or psychiatric problems- depression"), anxiety ("psychological or psychiatric problems- anxiety"), arthralgia ("hip pain"), back pain ("lower back pain/ shooting down my leg") and abdominal pain ("abdomen pain"). In (B)(6) 2010, the patient experienced breast tenderness ("breast tenderness"). In 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), contusion ("skin condition brushing/bruising"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). In 2012, the patient experienced vision blurred ("blurry vision") and visual impairment ("white spots"). In 2013, the patient experienced tooth disorder ("dental problems"), urinary tract infection ("infection (bladder/urinary tract/vaginal)-uti/frequent utis") and nausea ("nausea"). On an unknown date, the patient experienced procedural haemorrhage ("600 ml blood loss during surgery"), pain ("pains from waist to knees / physical pain"), laziness ("does anyone suffer from laziness"), somnolence ("I just feel so sleepy"), restlessness ("been restless at night too"), rectal haemorrhage ("I started bleeding from my rectum out of nowhere") and gait disturbance ("I could hardly walk"). The patient was treated with glasses, surgery (she had total hysterectomy, bilateral salpingectomy/lavh) and transfused 2 units of packed red blood cells intraoperatively. Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, pain, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, dyspareunia, uterine haemorrhage, fatigue, contusion, breast tenderness, urinary tract infection, migraine, nausea, mood swings, depression, anxiety, arthralgia, back pain and abdominal pain had resolved, the procedural haemorrhage, menorrhagia, tooth disorder, headache, vision blurred, visual impairment, laziness, somnolence, restlessness, rectal haemorrhage and gait disturbance outcome was unknown and the weight increased was resolving. The reporter considered abdominal pain, anxiety, arthralgia, back pain, breast tenderness, contusion, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gait disturbance, headache, laziness, menorrhagia, migraine, mood swings, nausea, pain, pelvic pain, procedural haemorrhage, rectal haemorrhage, restlessness, somnolence, tooth disorder, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: current weight 160 ibs. On (B)(6) 2014 and (B)(6) 2014 total hysterectomy, bilateral salpingectomy was done. (Discrepancy in date). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Pathology test - on (B)(6) 2014: cervix- nabothian cysts and mild chronic endocervicitis. Endometrium- proliferative phase endometrium. Myometrium- no significant diagnostic abnormality. Right fallopian tube- no significant diagnostic abnormality. Left fallopian tube- benign simple paratubal cyst. Ultrasound pelvis - on (B)(6) 2014: normal pelvic ultrasound. Concerning the injuries reported in this case, the following ones were reported via social media: does anyone suffer from laziness, I just feel so sleepy , been restless at night too. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : menorrhagia, pelvic pain, dysmenorrhea, abdominal pain, urinary tract infection, dyspareunia most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: reporter was added, event I hardly walk was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pelvis/ severe pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous and ovarian surgery. On an unspecified date, she had spinal tap done. Concurrent conditions included obesity, constipation, anemia and endometriosis. Concomitant products included clarithromycin (macrobid), docusate sodium, ferrous sulfate, hydrocodone since (B)(6)2014, ibuprofen since (B)(6)2014, iron since 2011, oxycodone since 2014, paracetamol (acetaminophen) since (B)(6)2014 and propofol (anesthesia s/I 60). In 2010, the patient experienced uterine haemorrhage ("uterine bleeding/prolonged uterine bleeding"). In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)/ vaginal bleeding/prolonged vaginal bleeding"), menorrhagia ("abnormal bleeding(menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), mood swings ("psychological or psychiatric problems- mood swings"), depression ("psychological or psychiatric problems- depression"), anxiety ("psychological or psychiatric problems- anxiety"), arthralgia ("hip pain"), back pain ("lower back pain/ shooting down my leg") and abdominal pain ("abdomen pain"). In (B)(6) 2010, the patient experienced breast tenderness ("breast tenderness"). In 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), contusion ("skin condition brushing/bruising"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). In 2012, the patient experienced vision blurred ("blurry vision") and visual impairment ("white spots"). In 2013, the patient experienced tooth disorder ("dental problems"), urinary tract infection ("infection (bladder/urinary tract/vaginal)-uti/frequent utis") and nausea ("nausea"). On an unknown date, the patient experienced procedural haemorrhage ("600 ml blood loss during surgery"), pain ("pains from waist to knees / physical pain"), laziness ("does anyone suffer from laziness"), somnolence ("I just feel so sleepy"), restlessness ("been restless at night too"), rectal haemorrhage ("I started bleeding from my rectum out of nowhere"), gait disturbance ("I could hardly walk") and chest pain ("chest pain") and was found to have quality of life decreased ("lost the quality of life for over 3.5 years"). The patient was treated with glasses, surgery (she had total hysterectomy, bilateral salpingectomy/lavh) and transfused 2 units of packed red blood cells intraoperatively. Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, pain, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, dyspareunia, uterine haemorrhage, fatigue, contusion, breast tenderness, urinary tract infection, migraine, nausea, mood swings, depression, anxiety, arthralgia, back pain and abdominal pain had resolved, the procedural haemorrhage, menorrhagia, tooth disorder, headache, vision blurred, visual impairment, laziness, somnolence, restlessness, rectal haemorrhage and gait disturbance outcome was unknown and the weight increased was resolving. The reporter considered abdominal pain, anxiety, arthralgia, back pain, breast tenderness, chest pain, contusion, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gait disturbance, headache, laziness, menorrhagia, migraine, mood swings, nausea, pain, pelvic pain, procedural haemorrhage, quality of life decreased, rectal haemorrhage, restlessness, somnolence, tooth disorder, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: current weight 160 ibs. On (B)(6)2014 and (B)(6) 2014 total hysterectomy, bilateral salpingectomy was done. (Discrepancy in date). Her family suffered by watching her in unbearable pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Pathology test - on (B)(6)2014: cervix- nabothian cysts and mild chronic endocervicitis. Endometrium- proliferative phase endometrium. Myometrium- no significant diagnostic abnormality. Right fallopian tube- no significant diagnostic abnormality. Left fallopian tube- benign simple paratubal cyst. Ultrasound pelvis - on (B)(6)2014: normal pelvic ultrasound. Concerning the injuries reported in this case, the following ones were reported via social media: does anyone suffer from laziness, I just feel so sleepy , been restless at night too. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : menorrhagia, pelvic pain, dysmenorrhea, abdominal pain, urinary tract infection, dyspareunia most recent follow-up information incorporated above includes: on (B)(6)2020: social media received event " lost the quality of life for over 3.5 years and chest pain" was added, reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.